Event description:
Caller alleged discrepant inratio results. Results as follows: initial inratio: 1.3. Re-test: 3.5. Time between tests: within 2 minutes. Therapeutic range: 2.5 - 3.5. With the initial test only, the customer milked the finger. Added more than one drop of blood to the test strip, and thought it took longer than 15 second to apply the sample. The customer also touched the strip when applying the sample for both tests. Patient is under 18 years of age.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Additionally, the patient is (B)(6) years old. Be advised testing has been limited to subjects age 18 and older. The customer's off-label use cannot be ruled out as a possible root cause for the unexpected results. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.